Event description:
Initial reporter indicated that they had a pt with high lead impedance. It was reported "the pt has been receiving good efficacy the past few months and the past week, his seizures have started back again." The seizure rate is below their pre vns implantation rate. In the week previous to the high impedance discovery, the pt started to have falls due to seizures. Previous system diagnostics testing was within normal limits. A device malfunction is suspected against the lead. X-ray review by the MFR did not reveal any gross lead discontinuities. The vns is currently programmed off. Good faith attempts will be made for additional information.

Manufacturer narrative:
X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure suspected, but did not cause or contribute to a death or serious injury.